Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented remotely. Upon review of (B)(6) , it was observed the patient received an inappropriate shock from their implantable cardioverter defibrillator incorrectly interpreting a signal. No intervention was reported. The patient was in stable condition.